Event description:
It was reported by the sale rep that during a scoliosis repair procedure that the doctor used stratafix to close the fascia. The patient came for their post-op visit today and was having drainage from the wound. The surgeon took the patient back to the or and found that the fascia had completely dehisced. The stratafix had broken down. The patient has an infection. The surgeon cleaned it out and placed a wound vac. Unknown the current condition of patient. An additional item was reported on the complaint form. The item does not match any items manufactured by surgical specialties. Item sxpp1a401.

Manufacturer narrative:
The lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. Samples were not available for review. Without the finished good lot number, retained samples could not be reviewed. Photos of the incision/surgical site were not returned for review. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot number so manufacturing records could be reviewed, receiving sterile devices to tensile test, receiving photos of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, the patient¿s health status and specifics, quality of the tissue, post-operative events that may have occurred that may have affected the healing of the wound, culture results to identify the type of infection, identification of the additional device reported on the ethicon complaint form/used in the surgery, or the surgeon¿s experience and/or technique, a definitive root cause for the reported event cannot be confirmed with certainty. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support. The precautions section of the IFU states, "infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device comprised of dyed pdo. The adverse reactions section of the IFU states, "adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation when skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply.

Manufacturer narrative:
Our distributor forwarded the following additional information for the above event: the date of the index surgery was (B)(6) 2022. An open procedure was used. Two reverse stitches were used prior to closure. To date there are no sterile samples available for testing and review. The surgeon did not observe any suture deficiencies or anomalies before during or after placement. An additional surgery was performed to remove the suture. Surgical specialties corporation spiral pdo was used on the subcuticular tissue layer. There were no changes in any pre-op cleaning procedures changed before the procedure. It is not known if culture results are available or if the patient fell or injured themselves or was compliant with post-op instructions. The o.r. Instruments were not tested. It was indicated the patient¿s pre-condition is obesity and the inability to wound dry. The bmi of the patient is unknown. The condition of the patient¿s tissue is also not known. Currently the patient is at home with a pic line and on IV antibiotics. It is not none how much wound drainage there was at the incision site. The patient is still having symptoms more than a month post-op. An additional ethicon product, sxpp1a401 was also used in the procedure. It was used on the fascia tissue layer. Without receiving a finished good lot so manufacturing records could be reviewed, receiving sterile devices to tensile test, receiving photos of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, surgeon¿s experience and/or technique, the patient¿s health status and specifics, quality of the tissue, post-operative events that may have occurred that may have affected the healing of the wound, culture results to identify the type of infection, a definitive root cause for the reported event cannot be confirmed with certainty.